Manufacturer narrative:
Concomitant product: product ID 3387-40, lot # j0504262v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that an impedance measurement was taken and resulted in impedance values greater than 3,000 ohms on c<(>&<)>0, 0<(>&<)>1, 0 <(>&<)>2, and 0<(>&<)>3 at 3.0 volts. The patient is programmed on electrodes 2<(>&<)>1 and is going from a soletra to activa. No patient symptoms were reported. Additional information has been requested regarding the device identifiers, event context, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0504262v, implanted: (B)(6) 2005, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information received from a company representative reported the electrode impedances were high on contact 0 pre-op and post-op. No interventions were taken to resolve the high impedances. The patient was programmed on contact 2 and contact 1 which had normal electrode impedance and therapy impedance. The patient was receiving effective therapy.